Event description:
During review of the in-house database for the patient's programming/diagnostic history, it was observed that a faulted system diagnostic test occurred on the date of implant which changed the patient's settings to unintended parameters. The settings were not corrected prior to the patient leaving although it was attempted to reprogram the settings. However, a final interrogation was not performed to confirm the settings. The settings were corrected on the following visit on (B)(6) 2006.

Manufacturer narrative:
Analysis of programming history.